Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-00056 addresses the first stretch vl stent and manufacturer report # 3005099803-2015-00063 addresses the second stretch vl stent. It was reported to boston scientific corporation that a stretch¿ vl stent was removed in a ureter stent withdrawal procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the stent was noted to be calcified. Reportedly, although calcification was noted, the stent was still able to provide drainage. The retrieval line was not left on the stent when the stent was implanted, therefore the physician used medical clamps to withdraw the entire stent. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent calcified. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.